Manufacturer narrative:
UDI #:unknown, as the lot number of the device was not provided. Date of event: the exact date of the event is unknown; however, it was indicated that the handpiece was withdrawn from use on (B)(6) 2016. (B)(6) device manufacture date: unknown, as the lot number of the device was not provided. Customer did not request for a field service specialist visit to the site. Only an accessory exchange was requested. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported defective isolation cable on the ellips fx handpiece connection. The account withdrew the handpiece from use after initial checkouts after sterilization, prior to surgeries to avoid potential injury and/or causing damage to phaco system. Through follow ups, it was learned that no wires were frayed. It was reported that wires have intact inner isolation, therefore, wires could not cause an electrical surge and that currently handpiece is not in use. This report is two (2) of two for the handpieces with unknown serial number.